Manufacturer narrative:
On 25-sep-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a sudden temperature error occurred prior to ablation. After reconnecting the cable without solving the problem, the physician took the catheter out of the patient and gave it a closer look. The catheter not flushing correctly at the tip. The medical team checked the pump and flushed the catheter. The tubing set was also reconnected. But the issue did not resolve. The correct catheter settings had also been selected on the generator. The catheter was then replaced, which solved the problem. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-oct-2024, bwi received additional information regarding the event. The physician took the catheter out of the patient and took a closer look on the catheter. He then observed that the catheter was not flushing correctly at the tip. The catheter was then replaced. A physical damage in the shaft or tip of the catheter was not reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a sudden temperature error occurred prior to ablation. After reconnecting the cable without solving the problem, the physician took the catheter out of the patient and gave it a closer look. The catheter not flushing correctly at the tip. The medical team checked the pump and flushed the catheter. The tubing set was also reconnected. But the issue did not resolve. The correct catheter settings had also been selected on the generator. The catheter was then replaced, which solved the problem. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature, and impedance test of the returned device were performed. Visual inspection revealed that the shaft and tip were separated, exposed wires were observed and the irrigation tube was bent. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was not irrigated correctly due to the bent in the tube. A manufacturing record evaluation was performed for the finished device number lot 31341769l and no internal action related to the complaint was found during the review. The separation of the shaft and tip and the bent of the irrigation tube could be related to the irrigation and temperature issues reported by the customer, the complaint was confirmed. After the manufacturing investigation, the root cause of the separation of the tip and shaft and bent irrigation tube could be related to the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath; the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. This product issue will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).